Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted completion proctectomy surgical procedure that the monopolar energy was not working. When surgeon activated monopolar energy, error c-34 was displayed on the erbe generator. Patient was present, under anesthesia and ports placed. Surgery had not yet started. Prior to call, users power cycled the erbe and also complete system, but fault persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked caller if CT scan or other possibly sources of interference were present in the vicinity. The caller stated no. Tse asked caller to power off the e-100 generator if present and powered on and then retry activate monopolar. Caller did as request, but the issue persisted. Tse asked caller if monopolar was required for surgery, and the caller stated yes. Tse asked if a force triad generator was at hand and caller said no. Tse asked what the outcome would be without monopolar energy available, and the caller checked with surgeon who stated surgery would be cancelled. The customer called back to inform the tse the bipolar firing failed as well as monopolar. Due to this latest issue, they converted the surgery to a traditional laparoscopic surgery mid-procedure. There was no reported injury.